Event description:
One pt with troponin t results that don't fit clinical picture. Initial result 0.165 ug/l, repeated 0.01 ng/ml on different analyzer (different methodology). No adverse events reported in association with the incorrect results. If add'l info is received, appropriate notification will be provided.